Manufacturer narrative:
The event of "capsular contracture baker grade unknown " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: deflation and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported unknown side "capsular contracture, baker grade unknown and deflation". Device has been explanted.

Event description:
This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: crease fold, yellow and black particles inner the shell, opening on valve and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crack on valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: a.4, d.1, d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported unknown side "capsular contracture, baker grade unknown and deflation". Device has been explanted.